Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure performed in 2009. According to the complainant, during the procedure, several biopsies were collected from the esophagus. After the last biopsy and upon removal, one of the forcep's cups broke off. The device was removed through the scope and the biopsy samples were obtained as they were still attached to the forcep's spike. An alligator grasper device was then inserted to collect the fragment; however, it could not be located, it was reported that the device cup may have traveled down into the stomach by that time. A chest x-ray was taken to ascertain the location of the fragment. However, it showed no evidence of the device cup. The procedure was completed with this radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.